Event description:
Following angio-seal deployment the patient developed a retroperitoneal bleed, which was confirmed by CT scan. Blood products were administered and the patient was reportedly recovering with no further complications. A preplacement angiogram had been performed and the user reported no unusual occurrences during the angio-seal deployment.